Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
During the avg procedure, while connecting the graft gds to the tunneler for the graft deployment process, severe twisting of the graft body occurred. The graft was removed, and the surgery was completed using a consigned product of the same model (sn (B)(6)). It appears that during the process of connecting the gds to the tunneler, not only the gds but also the graft rotated together.

Manufacturer narrative:
This complaint reports that an advanta vxt graft (p/n 22114, l/n 509408) was being prepared and when the gds was being attached the graft severely twisted. The graft was removed and another of the same model was used to complete the procedure. The device was returned for evaluation. Half the graft is coated in blood and the rest has fingermarks. The graft appears squeezed and bent in places, but none more severe than the graft would experience being implanted. There does not appear to be any significant damage to the graft caused by twisting. The gds is clear of tissue or other debris other than some smudges of blood from the surgeon handling the graft. The tip of the gds is able to spin freely without twisting the graft. In the state it was received, using proper technique it should have been possible to connect the gds from the tunneling rod without twisting the graft. The DHR for lot 509408 was reviewed and no anomalies were identified. Nothing in the manufacturing or design of this device was identified as potentially related to this complaint. The IFU provides adequate instructions for the use of this device and does not include any instructions that would lead to the twisting of the device. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. The hazardous situation/harm is addressed in the harm hazards analysis document which assigns it a severity level of 2. This was determined to be appropriate based on the harm that was reported in the complaint. A complaint history review was completed which found no similar complaints. A recurring lot number report was completed which identified no other valid complaints involving lot 509408. A review of crs/capas identified none related to this complaint. This complaint is confirmed, however a device nonconformance is not. While it is likely that this complaint was caused by user technique, not enough information about the handling of the device is available to say that for certain. The root cause of this complaint is impossible to define.

Event description:
N/a.

Manufacturer narrative:
Additional information section: a3, d10, e1, g2. Corrected section: e3.

Event description:
N/a